Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, initial reporter - the article was written by keijo t. Mäkelä in scandinavian journal of surgery 102: 265-270, 2013. Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. 0001825034-2015-02945.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "experience of structural onlay allografts for the treatment of bone deficiency in revision total hip arthroplasty" which aimed to analysize the use of onlay allografts for replacing femoral bone deficiencies in revision total hip arthroplasties using the biomet 300 revision stem and mallory-head stem. This study consisted of 40 patients and 40 hips with a mean age of 76 years. The indications for this study were 33 patients with aseptic loosening, 2 dislocations, 3 pseudoarthrosis, and 2 infections. Survivorship for all hips at a mean of 52 months and endpoint of aseptic loosening was 90%. There were 5 re-revisions due to deep infection in one patient and stem subsidence in four patients. There were no complications in 26 patients, infection in 4 patients, 3 periprosthetic fractures, 3 stem subsidence, 4 dislocations, 7 patients with osteoarthritis and 4 patients with rheumatoid arthritis. None of the revisions were due to failed or defective implants. The use of cortical onlay allografts provides a feasible option for restoring the integrity of the proximal femur in revision total hip arthroplasty. There were a high percentage of complications among female patients with ra. In this study, 92% of the allografts were incorporated into the osseous structure.

Event description:
Information was received based on review of a journal article titled, "experience of structural onlay allografts for the treatment of bone deficiency in revision total hip arthroplasty" which aimed to analysize the use of onlay allografts for replacing femoral bone deficiencies in revision total hip arthroplasties using the biomet 300 revision stem and mallory-head stem. This study consisted of 40 patients and 40 hips with a mean age of 76 years. The indications for this study were 33 patients with aseptic loosening, 2 dislocations, 3 pseudoarthrosis, and 2 infections. Survivorship for all hips at a mean of 52 months and endpoint of aseptic loosening was 90%. There were 5 re-revisions due to deep infection in one patient and stem subsidence in four patients. There were no complications in 26 patients, infection in 4 patients, 3 periprosthetic fractures, 3 stem subsidence, 4 dislocations, 7 patients with osteoarthritis and 4 patients with rheumatoid arthritis. The use of cortical onlay allografts provides a feasible option for restoring the integrity of the proximal femur in revision total hip arthroplasty. There were a high percentage of complications among female patients with ra. In this study, 92% of the allografts were incorporated into the osseous structure.